Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis confirmed the reported no telemetry condition, and also confirmed that the device was pacing correctly. The no telemetry condition was due to open circuit bond pad array connection at the antenna pad solder points.